Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor being noisy. Additional malfunction was the power switch had no alarm because of a short circuit.